Event description:
It was reported that during insertion of this suture anchor in a surgical procedure, it broke. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the MFR. To date, several attempts to obtain add'l info from the user facility have been unsuccessful. Investigation findings: at this time, this implant has not been returned for evaluation. A follow-up report will be submitted upon receipt of the product and completion of an evaluation. The info for use (IFU) informs the user that breakage of the bio mini-revo is possible if: the pilot hole is not drilled to an adequate depth. The tap is not inserted to the proper depth. Improper alignment of anchor to pilot hole. Loose or non-secure anchor on driver. It is not used with the bio-mini-revo drill guide, cat. No. C6171 or c6172. The anchor inserter is used for prying. The bio mini-revo implant is advance too deep. A small amount of forward pressure is not applied while rotating the handle.